Event description:
A customer reported 4018 spec.z-axis home sensor error. The customer rebooted the analyzer four (4) times with no luck. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg) and progesterone iii (prog iii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) conducted a site visit and was able to confirm the reported issue by reviewing the error logs. The fse began troubleshooting by running a sampling washing probe cycle several times without error. The fse then ran quality control (qc) without errors. The fse determined the error was occurring intermittently. As a precaution, the fse replaced the driver board as a potential cause. The fse also cleaned the z axis home sensor. The fse reran qc again several times without any errors and all results within acceptable range. The aia-360 analyzer is operating as expected. No further action required by field service. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no other similar complaints found during the searched period. The aia-360 analyzer operator's manual under section 7-1: list of error messages states the following: 4018 spec.z-axis home sensor description: the specimen z-axis motor home sensor remains activated. Troubleshooting: turn the power off and on again. If this problem reoccurs, contact tosoh local representative. The most probable cause of the reported issue was due to an electrical problem with the driver board; however, the cause of the electrical problem could not be established.